Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found battery door missing and power button broken. Could not confirm primary complaint of cassette not attached error. No parts were replaced as problem was not duplicated. Functional tests were run, and device was running normally. Software was updated.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.